Manufacturer narrative:
Product event summary: analysis found the stylus was working correctly. Analysis confirmed the power bay assembly was broken. Analysis also found the cooling fan was noisy and the international radiator symbol sticker was missing on the bezel.

Event description:
It was reported that often the pointer would not follow the stylus and stay on previous position. Stylus replacement did not resolve this problem. It was also reported the power bay was damaged. The programmer was returned for service. No patient complications have been reported as a result of this event.